Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that during service it was found that the device had a high pressure air leak. The date of the event is unknown. It is unknown if the device was being used during surgery. It is also unknown if injury or medical intervention occurred. No additional information was provided.